Event description:
It was reported to philips that the device had a faulty capacitor. There was no patient involvement.

Event description:
It was reported to philips that the device had a faulty therapy capacitor. The customer initially contacted philips regarding an allegation of needing spare parts as they had a faulty therapy capacitor. The device was not evaluated as the customer requested material only with no evaluation. The customer ordered a replacement therapy capacitor to add to their spare parts as they had a defective one. As an evaluation could not be completed, a cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.